Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
The subject crt-d was implanted on (B)(6) 2016 and no in-site follow-ups were performed since implantation. Reportedly, on (B)(6) 2019, the crt-d could not be interrogated with inductive telemetry during the follow-up with two different programmers. An interrogation attempt was performed in another room in case of noises prevented the previous interrogations and with different positions of the patient but interrogation could not be performed again. Proper pacing was confirmed with an ECG and correct electrical measurements were observed on the remote follow-up dated 3 february 2019.